Manufacturer narrative:
Date of report: 10oct2018. Date of manufacturer: 09oct2018.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09oct2018. The manufacturer's product support engineer (pse) troubleshot with the customer and discussed possible causes per the manual. The customer reported running the unit with pressure set to 20, no proximal connection and .25 test fitting on the output. Blower temp is running a steady 33c. The customer is going to run the unit for an additional 20 minutes while monitoring blower temp and will place back into service if no issues found. The manufacturer's pse advised that this issue can be very intermittent and if it reoccurs to replace the blower.

Event description:
The customer reported a check vent alarm blower temp high. No patient harm reported. The event date was not specified; estimate used.